Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was interrogated and found to be operating in safety mode. Technical services (ts) recommended device replacement. This device remains in service. No adverse patient effects were reported.